Manufacturer narrative:
During investigation the visual inspection confirmed that product was assembled as per drawing specification and the samples do not show any signs of damage. Also, the functional test was performed on the samples and products were inflated using original inflation bulbs and no issue was observed. Based on this we cannot confirm reported issue. No lot number available, DHR review can not be performed. UDI, initial reporter, and 510k are unknown. No information has been provided to date this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is not reaching the required pressure on first use. The faulty inflation bulbs have a rattle when shaken unlike those from the working bags. No patient injury was reported.